Event description:
Covidien received information that during patient use, the touch screen froze and the unit was inoperable. Upon restarting, the unit worked normally. This event re-occurred and the patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).